Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated that the hc alarm woke her up with a se 2240. The hp stated that her supply bag fell and disconnected from the tubing. The technical service representative (tsr) assisted the hp to cycle the power off and on twice to clear the alarm. The tsr then explained the alarm and assisted the hp to remove the set. The tsr assisted the hp to cycle the power back off. The hp stated that she would stay with solution inside and start a new treatment the next day. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that she was doing fine and was continuing therapy on the cycler. The hp did not see any defects on the bag or cassette. The hp stated that she did not know why the supply bag fell and disconnected. The hp stated that she knew the proper setup and the supply bag just disconnected.

Manufacturer narrative:
(B)(4). The device was discarded.